Manufacturer narrative:
(B)(4), conclusion: (disease progression).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a penetrating ulcer distal to the subclavian artery three years ago. Vessel morphology was reported currently that there is continued disease progression and a pseudoaneurysm has developed distal to the most distal stent graft. The patient was treated with a thoracic device placed distally and the pseudoaneurysm was covered. No clinical sequelae were reported, and the patient is fine.